Event description:
Early 80¿s female with history of atrial septal defect. Procedure: atrial septal defect closure. During the procedure, the sheath dilator hub broke off in the sheath hub, making it so the device could not fit through. Products removed without known harm to patient- other replacement products used successfully. Manufacturer response for catheter, percutaneous, amplatzer¿ trevisio¿ (per site reporter). Will obtain.